Event description:
It was reported that bd plastipak¿ 3ml syringe luer slip plunger was damaged. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 31, I performed the vaccination of the employees and found that several syringes from the same batch and manufacturer were damaged with the broken plunger, making it impossible to use them.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 3 ml syringe luer slip plunger was damaged. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) I performed the vaccination of the employees and found that several syringes from the same batch and manufacturer were damaged with the broken plunger, making it impossible to use them.